Manufacturer narrative:
The device was returned for analysis. The reported suture separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture/link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported this was a closure using the pre-close technique via a 6f sheath hole prior to an unspecified procedure. Reportedly, a suture break was noted when the plunger of the prostyle device was removed. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to an 18f sheath and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a closure using a prostyle device relative to an unspecified procedure. Reportedly, after insertion of the prostyle device, the threads [suture] were noted to already be cut through the device without manipulation. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.